Event description:
Patient had the ethicon 10mm ligaclips used during her lap chole and gallbladder removal. During her procedure, the clips appeared to "scissor" rather than clamp and patient developed a post-op hematoma. Patient continues to have pain related to the hematoma 4 weeks post-operative. Did not require additional transfusions or repeat operations related to this event.